Event description:
It was reported that the the anchors deployed at the same time, either the button or the cannula did not work.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
Visual assessment of the device shows no ts or suture remain on the insertion needle or were returned for evaluation. Actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.